Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery, pump error 23(post-reset ram crc alarm), and the pump and transmitter did not pair. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed, and connection was confirmed and no cracks in the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. History download was successful using thump. The test battery was removed and reinserted with no pump error 23 alarm noted during testing. Alarm-a329-pump error 23 not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 5.0 received the lowbatteryalert (104) on 08/15/2025 13:24:01 after more than 7 days at 13.91 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/31/2025 14:18:00 after more than 7 days at 9.78 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/07/2025 04:06:00 after more than 7 days at 11.84 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Perform the history review 1 week prior to the event date 15-aug-2025 in the pump history file and found 10 no delivery alarms on 08/09/2025 (during bolus/basal), 2 lostsensor1alert on 08/10/2025, 8 no delivery alarms on 08/15/2025 (during bolus/basal), 1 lowbatteryalert (104) on 08/15/2025 13:24:01.000, 1 changebatteryfault (73) on 08/15/2025 22:55:00.000, 2 lostsensor1alert (780) on 08/15/2025, 2 offnopower (11) on 08/15/2025 23:26:00.000 and on 08/15/2025 23:36:00.000, 1 pump error 23 on 08/15/2025 23:37:03.000, and 2 battoutlimit (6) on 08/15/2025 23:37:16.000 and on 08/15/2025 23:37:24.000. The insulin flow blocked alarm (no delivery alarm) functions properly during the basic occlusion test, occlusion test and force sensor test. Earliest power data available per the power management tool/detail trace file is on 08/15/2025 5:09:59 pm. There was no power data available for the date of on 08/15/2025 13:24:01.000. Unable to check power data for low battery alert. Change battery fault (73) was expected (customer's battery in the pump is low on power and the battery needs to be changed). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.1 mv). The pump passed the required tests. Alarm-a329-pump error 23 not confirmed. No communication-between pump & xmtr not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.